Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the allergist tray bd precisionglide¿ permanently attached needle there was an issue with a sterility breach. It was stated ¿for the past months the nurses have been finding syringes with the needles sticking through the cap.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 1ml, 13mm, 27g bd allergy syringe with a tray cover from lot # 7226827. Customer states that the needles are sticking through the cap. The returned syringe was examined and exhibited the cannula through the shield. Sample forwarded to manufacturing (holdrege) on (B)(6) 2018 for further review. Second investigation summary: on (B)(6) 2018, holdrege received one (1) loose 1ml, 13mm, 27g bd allergist syringe with tyvek cover label from batch# 7226827. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, during production of this batch, two (2) quality notifications for this defect were initiated, as it was observed during routine inspections. Currently, the 1ml pils equipment does not have a means for detecting this type of defect. A review of the device history record was completed for batch #7226827. All inspections were performed per the applicable operations qc specifications. Assembled syringes ¿ there was one (1) batch of material# 8365014 (syringe 1.0ml asm bls 27g 1/2in sm700169) that went into the finished batch #7226827. Batch #: 7207970 date(s) of manufacture: 31aug2017 to 18sep2017 pils¿ there was one (1) batch of material# 8365013 (barrel 1.0ml shd 27ga 1/2in sm700169) that went into the finished batch #7226827. Batch #: 7207970 date(s) of manufacture: 31aug2017 to 15sep2017 there were two (2) notifications [(B)(4)] noted for needle through shield. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle through shield with lot #7226827 regarding item #305540. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.